Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "MRI" was done which demonstrates evidence of a particle disease and probable alval. He also has developed tendon tear and atrophy of his musculature. We aspirated his hip and it had cobalt in it. Additionally he has had a blood level of cobalt drawn and is 9.3. It is further alleged the patient underwent revision surgery on (B)(6) 2015 with a post operative diagnosis of 'failed left total hip replacement secondary to corrosion and trunnionosis with associated aseptic lymphocytic-dominated vasculitis-associated lesion and a grade 2-3 abductor tear of the left hip.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly "MRI" was done which demonstrates evidence of a particle disease and probable alval. He also has developed tendon tear and atrophy of his musculature. We aspirated his hip and it had cobalt in it. Additionally he has had a blood level of cobalt drawn and is 9.3." It is further alleged the patient underwent revision surgery on (B)(6) 2015 with a post operative diagnosis of 'failed left total hip replacement secondary to corrosion and trunnionosis with associated aseptic lymphocytic-dominated vasculitis-associated lesion and a grade 2-3 abductor tear of the left hip.

Manufacturer narrative:
An event regarding altr and abnormal ion levels involving a metal head was reported. The event for altr was not confirmed however, abnormal ion levels was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: the medical review concluded, ¿there is no examination of the explanted components and no histopathology diagnostic of altr, alval, pseudotumor or particle disease. Based upon the information available for review, no determination can be made for the cause of the clinical situation requiring surgery nine years status-post primary left total hip arthroplasty. One modest elevation of serum cobalt in a patient with two long­ standing total hip arthroplasties is not diagnostic of trunnionosis. At the time of the primary left total hip arthroplasty in 2006 a trochanteric bursectomy was performed for trochanteric bursitis. This as well as multiple steroid injections into the trochanteric bursa could have contributed to the "abductor tear" noted and repaired at the revision surgery on june 16, 2015.¿ -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event of abnormal ion levels was confirmed as the clinician concluded, ¿based upon the information available for review, no determination can be made for the cause of the clinical situation requiring surgery nine years status-post primary left total hip arthroplasty. One modest elevation of serum cobalt in a patient with two long­ standing total hip arthroplasties is not diagnostic of trunnionosis.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.